Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that she was receiving recurring change sensor alerts and calibration not accepted alerts. The customer's blood glucose was 40mg/dl at the time of the incident but did not report treatment. The sensor will be returned for analysis.